Manufacturer narrative:
Unit to be replaced.

Event description:
It was reported via repair work order that the auxiliary power outlet was not functioning due to a tripped circuit breaker. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: the issue was resolved for the customer by resetting the breaker and verifying that the bed was performing to specifications.

Event description:
It was reported via repair work order that the auxiliary power outlet was not functioning due to a tripped circuit breaker. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.